Manufacturer narrative:
(B)(4).the cause for the iipv found in the logs was determined to be insufficient drain - one or more cycle advances to next fill when slow/no flow occurred above the minimum drain volume threshold. Similar reports have been received. The root cause investigation is in progress through CAPA rtb-CAPA-(B)(4).

Event description:
A single instance of increased intraperitoneal volume(iipv) was found within the event logs during the device evaluation. According to the event logs, the event occurred on 22dec2010 at 08:36:20 with a drain volume (dv) of 4128ml during cycle 3.

Manufacturer narrative:
(B)(4) - the device has been received but the evaluation has not yet been completed. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up report will be submitted.